Manufacturer narrative:
Concomitant product: product ID 8637-20, serial # (B)(4), implanted: (B)(6) 2015, product type pump. (B)(4).

Event description:
Information was received from a consumer and healthcare professional via a company representative regarding a patient receiving infumorph 10 mg/cc at 1 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain. It was reported that the patient had been complaining of increasing pain in the prior few weeks. The event date was reported as (B)(6) 2015. The patient was unable to have pump refilled because the pump was flipped. There was a volume discrepancy was reported. The actual residual volume (arv) was greater than the expected residual volume (erv), arv: 13 ml and erv: 5.2 ml. On (B)(6) 2015, the patient was in the operating room (or) for a pocket revision. The catheter was coiled in the pocket and they were unable to aspirate or see placement. A new catheter was implanted, along with a dacron pouch. The issue was reported to be resolved at the time of report. At the time of report the patient¿s status was alive ¿ no injury.